Event description:
It was reported that the patient temperature probe was not recognized, even after replacing the cable in an arctic sun device.

Manufacturer narrative:
The initial reporter's name: (B)(6) hospital. The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The initial reporter's phone number: (B)(6). The initial reporter's facility name: (B)(6). The reported issue was unconfirmed. The root cause of the reported issue could not be determined, as the device functioned appropriately during evaluation. The device was evaluated upon receipt. The probes for patient 1 and patient 2 were tested using a temperature simulator, and all values received from the simulator matched the temperature displayed on the device. According to the customer, the sensor was defective; however, all sensors were confirmed to be functioning properly based on system diagnostics, and the probes were operating correctly. Preventively replaced nellcor temperature in cable. System new calibrated stk/mtk performed. A risk review is not required as the reported event is unconfirmed. The labeling/packaging review is not required as the reported event is unconfirmed. A DHR review is not required as the reported event is unconfirmed. Based on the results of the investigation, no additional actions are needed. Corrections: d, h. All available UDI information is being provided. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient temperature probe was not recognized, even after replacing the cable in an arctic sun device.